Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed a worn overlay. The tamper seal was not removed. There was no evidence to review in the device's event history log. An accuracy test was performed as part of the functional test and the reported issue was not duplicated. During accuracy testing, the pump was found to be within manufacturing specifications. It was determined that the most probable cause was due to the customer's testing equipment. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. G2 email is: regulatory.responses@icumed.com.

Event description:
It was reported the pump was under infusing. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.